Event description:
After the deployment of coil inside the ophthalmic region aneurysm and the alignment of markers the coil did not detach after pressing the button at the junction box even after 2 times and then the control cable was changed to a new one but the problem persisted. Additional information regarding this issue indicates that there were 2 unknown coils successfully deployed prior to attempting the detachment with complaint helipaq coil product device. Thus the helipaq coil was removed from the aneurysm. The coil was removed through the mc while retaining target access. The entire coil was still attached to the delivery system when removed from the patient. There were no damages noted to the coil system prior to use. There were no damages noted to the coil system such as unintended detachment, stretching, breaking, separation, positioning difficulty or other. The detachment box that was used was enpower. There were no issues during predeployment check. Upon pressing the power button, all lights had illuminated properly including system ready green light. The detachment light had also appeared during the detachment cycle. The audible signal had also beeped. All connections seemed to be fit properly. The same box was used successfully with subsequent coils. The initial used cable was successfully used further in the procedure. Also the replaced cable was successfully used further in the procedure. The replaced coil used was of another company. No patient injury noted.

Manufacturer narrative:
After the deployment of a helipaq 10 platinum microcoil 8 mm x 30 cm (hsr10083020, f77034) inside the ophthalmic artery aneurysm and the alignment of markers the coil did not detach after pressing the button at the detachment control box (dcb) after 2 attempts. The control cable (ccb00015700, c15086) was changed to a new one but the problem persisted. Additional information regarding this issue indicates that there were 2 unknown coils successfully deployed prior to attempting the detachment with complaint helipaq coil device. The helipaq coil was removed from the aneurysm through the microcatheter while retaining target site access. The entire coil was still attached to the delivery system when removed from the patient. There were no damages noted to the coil system prior to use. There were no damages noted to the coil system after use such as unintended detachment, stretching, breaking, separation, positioning difficulty or other. The dcb that was used was enpower. There were no issues noted during a pre-deployment electrical check. Upon pressing the power button, all lights had illuminated properly including system ready green light. The detachment light had also appeared during the detachment cycle. The audible signal had also beeped. All connections seemed to be fit properly. The same dcb was used successfully with subsequent coils. Both initially used cable and the replacement cable were successfully used further in the procedure. The replacement coil used was from another company. There was no patient injury noted. The coil, device positioning unit (dpu), and connecting cable were returned for analysis. The dpu failed electrical testing. The connecting cable (lot c15086) passed electrical and functionality testing and most likely did not contribute to the field complaint. The most likely root cause of the microcoil system passing the electrical pre-deployment check and its failure to detach inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the unidentified enpower detachment control box (dcb) and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Although not complaint related, examination of the returned device also found the hypotube protruding outside the sheath. The most likely contributing factor to this finding occurred when the resheathing tool was pulled completely off the sheath during the resheathing process. The sheath¿s pull tab containing the ball tip most likely became temporarily anchored inside the resheathing tool¿s inner diameter, which then pulled the hypotube through and out of the skive. The circumstances of how this damage occurred cannot be determined. A review of the manufacturing documentation associated with the returned coil and connecting cable lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is confirmed; however, based on the foregoing analysis no corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device is anticipated to be returned but hasn't been returned yet thus additional information will be submitted within 30 days of receipt.